Manufacturer narrative:
Supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. The reported high-power event was confirmed via review of the available controller log files and autologs report, which revealed a slight increase in power consumption and estimated flow starting 14-sep-2021, followed by a sharp increase in parameters on 18-sep-2021, and twelve high watt alarms logged since (B)(6) 2021. Information received from the site indicated that, in addition to increased pump power consumption, upon admission, a computed tomography angiography revealed a previous transcatheter aortic valve replacement thrombosed with no signs of any obstruction. The pa tient later experienced chest discomfort and was administered medication for high blood pressure and anticoagulants. The vad was then exchanged, and the patient remained intubated and on vasopressors. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed no evidence of thrombus within the device. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for correction. Corrected sections: e1 initial reporter first name corrected from (B)(6) to (B)(6) e1 initial reporter last name corrected from (B)(6) to (B)(6) e1 initial reporter street 1 corrected from (B)(6) to (B)(6) g3 date MFR rec: the initial report had the date 2021-09-17. The correct date should have been 2021-09-16. Additional information: d9 device available for evaluation updated to "yes" d9 return date updated to "2021-09-23" e1 phone number updated to "(B)(6)" e1 email updated to "(B)(6)" h2 device evaluated updated to "no" h2 no eval explain code updated to "device evaluation anticipated , but not yet begun" h2 dev ret to MFR updated to check off box investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while moving around in the garage, the patient¿s ventricular assist device (vad) exhibited high power and high watt alarms. The patient was admitted overnight for monitoring. A computed tomography angiography (cta) revealed a previous transcatheter aortic valve replacement (tavr) thrombosed and did not show any obstruction. Of note, the patient was asymptomatic, and no further alarms occurred. Two days after admission, the vad exhibited high watt alarms and the patient had some chest discomfort. The patient was brought to the intensive care unit (ICU) for better management. The patient was administered medication for high blood pressure and anticoagulants. The vad was exchanged. The patient remained intubated and on vasopressors. No further patient complications have been reported as a result of this event.